Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR report#1627487-2016-01229. It was reported the patient was hospitalized due to a suspected infection. Reportedly, the physician opened and cleaned both incision sites as a precaution. Follow-up revealed no infection was found and no further patient incident noted.